Event description:
It was reported that loose particle found in the bulb drain of silicon evacuator.

Manufacturer narrative:
The reported event was confirmed cause unknown. 1 sample was confirmed to exhibit the reported failure. The device had not met specifications. The product was not used for treatment. Visual evaluation of the returned sample noted one opened (within original packaging), unused bulb evacuator. Visual inspection of the sample noted that there was a brown particle inside of the bulb evacuator. The particle was observed to be larger than the specification allowed. This does not meet the specification stating that "product and package (kit) must be free from visible loose or embedded foreign matter greater than an aggregate total of 0.6mm2 or 1/16¿ in length per tappi dirt estimation chart. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. The investigation is concluded, and no additional action is required at this time. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. A labeling review was not performed because labeling could not have prevented the reported failure. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that loose particle found in the bulb drain of silicon evacuator.